Manufacturer narrative:
Evaluation: device evaluation was not performed as the cause of the reported complaint cannot be determined by product testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system on (B)(6) 2009. It was reported that the pt had been in an auto accident and bumped the ipg. It was reported that the ipg site was sore to the pt. The ipg was explanted and replaced with a smaller model ipg. F/u on the pt found no further issues reported. The explanted ipg was returned to the manufacturer for analysis.